Event description:
A fasting blood glucose test was performed on a pt at 9 pm. The device result was 518mg/dl a retest was done and the result was 491 mg/dl, a lab was done with a result of 335mg/dl 15 minutes between tests. The dne coordinator stated the controls have always been in range, it is unknown if controls were used at the time of this event. A request was made for the return of the suspect device and replacement product was sent.